Event description:
It was reported that this patient with a cardiac resynchronization therapy pacemaker (crt-p) experienced dizziness and as a result the patient fell and broke his neck and ended up having surgery. The patient is now in the intensive care unit and the field representative is requesting a device check. During the device check, the device was found to be in safety mode. Technical services discussed safety mode parameters and it was noted they will be replacing the device. Additionally, it was noted that when the patient came into the emergency room (ER) their heart rate was at 72bpm, and there were some pauses which was most likely due to the unipolar pacing and sensing due to safety mode. Subsequently, the device was explanted and replaced with another manufacture's device. The device is expected to be returned for device analysis details. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this patient with a cardiac resynchronization therapy pacemaker (crt-p) experienced dizziness and as a result the patient fell and broke his neck and ended up having surgery. The patient is now in the intensive care unit and the field representative is requesting a device check. During the device check, the device was found to be in safety mode. Technical services discussed safety mode parameters and it was noted they will be replacing the device. Additionally, it was noted that when the patient came into the emergency room (ER) their heart rate was at 72bpm, and there were some pauses which was most likely due to the unipolar pacing and sensing due to safety mode. Subsequently, the device was explanted and replaced with another manufacture's device. The device is expected to be returned for device analysis details. No additional adverse patient effects were reported.